Manufacturer narrative:
Additional information: visual inspection revealed no anomalies. Resistance measurements were performed to verify the header to hybrid connections. High impedance was found on the right ventricular (rv) header to hybrid connection. Diagnostic imaging revealed the rv connector block wire to be broken at the weld. The reported event of increased high voltage (hv) lead impedance was confirmed. The broken connection caused the increased hv lead impedance observed in the field.

Event description:
Related to manufacturer report number: 2938836-2018-08519. During follow-up, increased high voltage lead impedance was observed on the right ventricular (rv) lead. A new rv lead was implanted to try and resolve the issue but the impedance remained high. The issue was resolved by explanting and replacing the device. The old lead was connected and the new lead was electively explanted. The patient was in stable condition and experienced no adverse health consequences.